Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead 2009-(B)(6); 305u23 tissue valve 2009-(B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead had undefined impednace along with oversensing and noise. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.